Manufacturer narrative:
The devices were evaluated and tested on november 15, 2018. The iq577 console met all specifications. The slitlamp adapter (sla) was found to have low power output and to be out of alignment. Neither of the issues found with the sla would contribute to a patient's burn, but would rather prevent the device from delivering the intended treatment. Please refer to MDR 2939653-2018-00013 for the device used in conjunction with the sla during this incident.

Event description:
Physician described during treatment the iq577 console switched to continuous wave (cw) from micropulse (mp) treatment modes which resulted in a burn adjacent to the patient's fovea. The treatment was conducted using an iq577 and a slitlamp adapter (sla). The physician stated he believed he was using the mp preset setting of 200 spot, 200 duration, 400mw power at 5% duty cycle.